Event description:
It was reported that the handheld serial cable was causing intermittent communication issues. The serial cable was has not been returned to date. Attempts for additional relevant information will be made.

Event description:
It was reported that the issue with the device was intermittent. Troubleshooting involved swapping cables and the problem resolved. The replacement cable did resolve the issue.

Event description:
It was reported that the handheld serial cable has been lost and will not be returning for product analysis.

Manufacturer narrative:
.

Event description:
A serial cable no associated with the suspect handheld device was returned to the manufacturer for analysis. An analysis was performed on the returned x50 serial cable and no anomalies associated were noted during testing. The serial cable performed according to functional specifications. The suspect serial cable has not been returned to date.